Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend instrument with an alleged issue to perform failure analysis. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported problem. The fse replaced the e-100 generator. The system was tested and verified as ready for use. The e-100 generator was returned and evaluated by the failure analysis team. The 25913 error was found in the log indicating e-100 generator failure and confirming the fault that occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the e-100 generator was tested with 10 power cycles and 50 energy cycle cut/seal actions. The reported complaint could not be replicated but lookup confirmed the error. As a result of these findings, failure analysis conducted that no root cause could be determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer experienced a problem with their vessel sealer extend (vse) instrument. The customer informed the vse was not sealing properly. The customer replaced with vse with no change. The customer informed that the surgeon had to use their prograsp instrument to get a seal. The system logs showed no associated errors. The customer confirmed no errors or messages were displayed. The customer would like their field service engineer (fse) to test the e-100. The user completed the procedure and no known impact or patient consequence was reported.